Event description:
It was reported that after the sheath introducer was in place for two days, leakage was noted around the sheath insertion site. The sheath was removed and it was noted that the sheath had separated at the hub. The distal portion of the sheath was removed percutaneously. There were no pt complications.